Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The pump was not returned for investigation the cause of the low pump flow issue was most likely use related, based on given clinical details. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an (B)(6) male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The implanted impella cp pump experienced a spike in motor current coinciding with left ventricle waveform issues after cross clamp removal post coronary artery bypass graft surgery. Despite troubleshooting, suction issues persisted and adequate flow levels could not be achieved. As a result, the decision was made to explant the pump. There was no harm to the patient as a result of the failure.